Manufacturer narrative:
Pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the corner of the belt clip rails, and minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump had fell and cracked. Customer's blood glucose value was 390 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with self. Customer will return device for analysis.